Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing of retained reagent kits of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Based on the investigation, no deficiency for lot number 45089be01 was identified.

Event description:
The customer stated that a nonreactive alinity I syphilis tp result of 0.2 s/co was generated for a patient sample that tested reactive at 1.2 s/co using the sysmex syphilis method. The customer tested a different sample from the same patient and results were the same (sysmex reactive 1.2 s/co and alinity nonreactive 0.2 s/co). Tppa testing was positive. The alinity I syphilis tp result is suspected to be falsely nonreactive. No impact to patient management was reported.

Event description:
The customer stated that a nonreactive alinity I syphilis tp result of 0.2 s/co was generated for a patient sample that tested reactive at 1.2 s/co using the sysmex syphilis method. The customer tested a different sample from the same patient and results were the same (sysmex reactive 1.2 s/co and alinity nonreactive 0.2 s/co). Tppa testing was positive. The alinity I syphilis tp result is suspected to be falsely nonreactive. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p60-74, that has a similar product distributed in the us, list number 07p60-21. All available patient information was included. Additional patient details are not available.